Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the battery charger/modem was resetting. Upon evaluation, the battery charger/modem exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, there was a shorted q1 current-controlling transistor on the bedside pca. The root cause for the flash memory failure and the shorted transistor could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was resetting.